Manufacturer narrative:
The field service rep could not duplicate the complaint, but replaced the dual thermistor and dc control board as a precaution. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.

Event description:
It was reported that the system displayed error code 10 during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.